Event description:
It was reported that an unspecified number of spectrum iq pumps were "under-delivering in tests using the same preventive maintenance testing setup as their v8 pumps pass with". The biomed was modifying the pumps by taking the washers near the door hooks in an attempt to increase the rate. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.